Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during use during dwell 5 of 5. The home patient (hp) had switched the final bag and supply bag while he was connected as they were on the wrong line. The hp was assisted with ending therapy. Product surveillance spoke to the hp's caregiver regarding this report. The hp contacted his nurse about switching the solution bags while being connected. There was no patient injury or medical intervention reported. Proper procedure was reviewed with the hp's caregiver.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the check lines and bags alarm was due to improper set-up. A labeling review was performed and found to be adequate. Proper procedures were reviewed with the home patient's caregiver. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.